Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1964 was used based on age of patient. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes erroneous results were obtained. The following information was provided by the initial reporter, translated from french to english: we had again a major discordance on a troponin assay yesterday: 59 year old patient followed in surgical resuscitation with 2 troponin anteriorities on (B)(6) (tropo at 8) and (B)(6) (tropo at 10). Sample taken on 23.03.20233 n° 230820162: 1st dosage 55 - 2nd dosage 18 - 3rd dosage returned 15. Your experts can now decipher this new analytical error. This new event leads us to continue with duplicate troponin assays. As of today, we have not found any anomaly on the duplicate hcg assays. The problem persists and is very random. No discrepancies found on bhcg at this time. A flow analysis at the ... Hospital reveals the number of tropos prescribed over 2 days ((B)(6) 2023) by prescribing department: the emergency department uf2083 alone represents 52% of the trops prescribed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation showing data on a screen. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. 10 retained tubes were analyzed for the heparin content and were all within specification limits. Further clinical testing was performed: no difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-troponin t because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes erroneous results were obtained. The following information was provided by the initial reporter, translated from french to english: we had again a major discordance on a troponin assay yesterday: 59 year old patient followed in surgical resuscitation with 2 troponin anteriorities on (B)(6) (tropo at 8) and (B)(6) (tropo at 10). Sample taken on (B)(6) 2023 n° 230820162: 1st dosage 55 - 2nd dosage 18 - 3rd dosage returned 15. Your experts can now decipher this new analytical error. This new event leads us to continue with duplicate troponin assays. As of today, we have not found any anomaly on the duplicate hcg assays. The problem persists and is very random. No discrepancies found on bhcg at this time. A flow analysis at the. Hospital reveals the number of tropos prescribed over 2 days ( (B)(6) 2023) by prescribing department: the emergency department uf2083 alone represents 52% of the trops prescribed.